Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacture record: 1627487-2021-14023. It was reported that during lead replacement procedure that the ipg had high impedances. As result, the entire system was explanted and replaced. Effective therapy was established post-operative.